Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. Reference MDR#: 2029214-2019-00648. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow diverter experienced resistance in the distal part of the medtronic microcatheter when it was advanced to the aneurysm and then the distal tip of the flow diverter could not be opened in the m1. The physician attempted to release the slack to a longer segment of flow diverter and then recycled and released it again but the physician felt that the resistance inside the microcatheter had significantly increased so the microcatheter and flow diverter were both removed as a whole from the patient. New microcatheter and flow diverter was advanced to aneurysm and implanted. The flow diverter multi-segment was observed to be ¿not attached to the vessel wall¿ and the operation was completed after balloon angioplasty. The flow diverter fully expanded. No patient injury was reported as a result of the event. It was noted that the tip of the microcatheter was observed to be folded. The patient was undergoing embolization treatment of multiple internal carotid artery (ica) aneurysms with blood flow guidance device. The patient¿s vasculature was moderate in tortuosity. Access was through the femoral artery with 8f diameter.